Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing in an untreated episode. Additionally, the s-ICD exhibited premature battery depletion (pbd). This electrode remains in service. No adverse patient effects were reported.